Event description:
It was reported that the patient visited the facility for bradycardia symptoms. The device was interrogated and noise and an increased sensing integrity counter (sic) was seen on the right ventricular lead. The lead was switched to unipolar until the lead could be replaced. During the replacement procedure a subclavian vein occlusion was confirmed, cut-down technique was attempted from the cephalic vein; however, it was not successful due to the severely tortuous vessel. The lead was capped and the system was replaced on the right side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. There were eight non-sustained episodes with v-v intervals less than 220 milliseconds (ms) on (B)(6) 2015. Episodes recorded with apparent noise oversensing seen on the egms. 1182 v-sics since last session 3 days ago. Rv pace impedance steady at 500 ohms until (B)(6) 2015 when impedance spikes out of range (> 3000 ohms) and lead warning occurs. Impedance returns to approximately 600 ohms starting (B)(6) 2016. (B)(4).